Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm with a cascading system error 2367 alarm on the homechoice (hc) in the initial drain during peritoneal dialysis (pd) therapy while connected to the hc device with an automated pd set with cassette. During troubleshooting with the technical service representative (tsr), it was determined the patient line was not primed when the patient connected to the machine. Proper procedures were reviewed per the user manual with the patient. The patient completed therapy with new supplies. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the 2240 alarm (air in line) was use error as the patient line was not primed prior to connecting to the homechoice. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device addresses user errors. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide warns the user to that connecting yourself before connect yourself appears can cause air to be delivered to your peritoneal cavity. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.